Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of patient preference / floppy glans, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information the device was explanted and replaced due to the patient wanting a longer device and having floppy glans.